Manufacturer narrative:
A covidien customer support engineer inspected the device and replaced the power supply to resolve the issue. The device passed all testing. (B)(4).

Event description:
Covidien reported that the 840 ventilator shut down without alarming while in use on a patient. The patient was not harmed or injured as a result of the event.